Event description:
During routine testing of the device at the service center, the service technician reported the battery connector clip was cracked. The monitor was originally returned for repair of an arterial module standard reference sensor failure when the cracked battery connector clip was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.